Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were found in the error log. Err_loss_of_comm_int_li_ion means there was an internal battery fault and err_perm_fail_int_li_ion means there was an internal li-ion battery permanent failure. A third error code was received but err_urgent_reminder is just an informational notification to the user that one or more ¿ventilator service required¿ errors are active in the system. The internal battery and power management board would need to be replaced to address the issues. No repairs performed as unit will be scrapped. Additionally, unrelated to the error codes, during evaluation of the device, the feet and cord retainer were found to be missing. No repairs performed as unit will be scrapped.